Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury associated with this event. The user facility's biomed inspected the device and could not reproduce the reported malfunction although he did verify the vent inop error codes in memory. The unit was run for 48 hours and no parts were replaced. The unit passed extended self testing and was returned to service.